Event description:
It was reported that during the implant procedure, noise was observed on the electrogram (egm) for the atrial lead. Noise continued even after the device was attached. The lead was repositioned in an attempt to improve the egm, but noise was still observed. The lead had good parameters and was left implanted. The patient is currently being monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.